Event description:
It was reported that ventricular lead impedances increased from around 400 ohms to 1300, and the threshold increased from 2v @ .2ms to 3v @ .3ms. The battery voltage was 2.71 during the current visit. In september, 2009, it was 2.95v. Save-to-disk showed the current battery voltage to be 2.93v, with a range of 2.93v to 2.96v over the past two weeks. The device and lead remain in use, with the patient to be followed again in three months. It was further reported that following the impedance spike, the impedance stabilized around 1300 ohms, but there was an increase in threshold. The lead and device remain in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4): the actual lead was not received for evaluation; however, performance data was collected from the device and analyzed. An impedance increase was noted. (B)(4): the actual device was not received for evaluation; however, performance data was collected from the device and analyzed. There were variations in the battery voltage measurements.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual lead was not received for evaluation; however, performance data was collected from the device and analyzed. An impedance increase was noted. The rv (right ventricular) pacing impedance measurement was in the 400 ohm range until the week ending (B)(6)-2010, when the minimum/maximum was 480/504 ohms. This value increased through the end of the report, with the last minimum/maximum value of 1248/1342 ohms. The actual device was not received for evaluation; however, performance data was collected from the device and analyzed. There were variations in the battery voltage measurements.

Event description:
It was reported that ventricular lead impedances increased from around 400 ohms to 1300, and the threshold increased from 2v @ .2ms to 3v @ .3ms. The battery voltage was 2.71v during the current visit. In (B) (6) 2009, it was 2.95v. Save-to-disk showed the current battery voltage to be 2.93v, with a range of 2.93v to 2.96v over the past two weeks. The device and lead remain in use, with the patient to be followed again in three months. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the actual lead was not received for evaluation; however, performance data was collected from the device and analyzed. An impedance increase was noted. The rv (right ventricular) pacing impedance measurement was in the 400 ohm range until the week ending (B) (6)-2010, when the minimum/maximum was 480/504 ohms. This value increased through the end of the report, with the last minimum/maximum value of 1248/1342 ohms.